Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Correction: h4: device manufacture date: the device manufacture date was inadvertently missed in the initial report and has been updated as 11/29/2002. H10: investigation summary: the device history record statement was inadvertently missed in the investigation summary section on the initial report. The updated investigation summary is as follows: investigation summary: performed service & repair functions. Attached box label, electrical safety and vapr3 repair record. Nothing noted in the service history that could have contributed to the complaint. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed as per customer's complaint of the generator stopped activating. Unit was evaluated and this was due to a corroded socket assembly. To correct the problem; replaced the socket assembly. Scratched top plate and missing mounting feet were replaced. Minor scratches on unit base plate and fascia were noted; no repairs needed. Performed service bulletin. The testing of the unit was completed per the service manual. The unit passed all functional tests and is fully operational. If additional information should become available, a supplemental medwatch will be submitted accordingly. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). The complaint device was received and evaluated. Performed service & repair functions. Attached box label, electrical safety and vapr3 repair record. Nothing noted in the service history that could have contributed to the complaint. As per customer's complaint of the generator stopped activating. Unit was evaluated and this was due to a corroded socket assembly. To correct the problem; replaced the socket assembly. Scratched top plate and missing mounting feet were replaced. Minor scratches on unit base plate and fascia were noted; no repairs needed. Performed service bulletin. The testing of the unit was completed per the service manual. The unit passed all functional tests and was fully operational. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that during an unspecified surgical procedure, it was observed that the vapr3 generator *ea device stopped activating. The procedure was completed with a second generator but with the same electrode without delay. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.